Event description:
It was reported that the surgeon felt there was not enough fluid pressure at the tip of the handpiece to debride the wound. It is unknown if a backup was available to complete the procedure. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.